Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (1g daily; route not reported) and ceftazidime (1g daily; route and duration not reported) for peritonitis. Action taken with physioneal therapy was not reported. Nineteen days after the event onset, the vancomycin was discontinued and the patient was deemed recovered. No additional information is available.